Manufacturer narrative:
This product is not approved for sale in us but a similar device with catalog# 9393007, 510k # k172199 and (B)(4) is approved for sale in us. Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent minimal invasive surgery discectomy due to l5-s1 degeneration. Intra-op, contralateral percutaneous screws were placed and distractor was used to distract on screw head in the third attempt. Implant broke on insertion. No fragments of the device remained inside the patient's body. No patient complications were reported.

Manufacturer narrative:
Product analysis: microscopic examination of the implant displays a brittle fracture with rays emanating towards the inserter interface, and deformation at the inserter attachment hole. This is consistent with a brittle overload of the implant due to excessive force during implant impaction. Based on the fact that after further distraction experienced no further issues, these observations suggest that there may have been insufficient distraction or preparation of the disc space prior to attempted insertion of the implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.